Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this female patient had narrowing of the joint space and surgeon took the patient back to have the poly exchanged. Patient had a revision on (B)(6) 2022. There was evidence of poly wear. There were no parts or pieces fell in the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Patient is doing well. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
(H3) the revision reported may have been the result of posterior tibial slope, the slope ++ tibial insert, and patient-related conditions which allowed for excessive posterior contact between the femoral component and the tibial insert and led to the reported narrowing of the joint space and wear of the polyethylene. However, this cannot be confirmed as the device was not available for evaluation and pre-revision x-rays were unable to be obtained. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d9: device available for evaluation.